Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the programmer does not boot up and the screen has "vertical green lines" displayed across it. The programmer has been returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the display screen was blank and had vertical green lines running across it. The display flex tape was worn, so the flex tape was replaced. Concomitant medical products: product ID 2067 radiofrequency; product ID 229047 analyzer.